Manufacturer narrative:
This report is filed february 7, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and a wound dehiscenceat the implant site. The patient was prescribed ciproflox on (B)(6) 2012 (amount not reported), however; the issue could not be resolved. The device was explanted on (B)(6) 2013.reimplantation is planned, however, has not occurred as of the date of this report, (B)(6) 2013.